Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for esophageal varices banding procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the handle was rotated and the band deployed however; the indicative click on the device could not be heard. Due to no sound, the physician deployed another band and the band was deployed onto the same varix. The speedband is designed to create and audible click to indicate release of a band, however the devices' failure to click had no effect on band deployment and the procedure was successfully completed with this speedband. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation was performed which revealed that only the handle returned for evaluation; the irrigation tube and ligator head were not received for analysis. Functionally, the handle knob was able to be turned without issue and clicked appropriately after each 180 degree rotation. The condition of the returned device was not consistent with the reported event that no audible click was heard when the handle knob was turned. However, the ligator head was not returned for evaluation so the reported event of bands misfiring could not be confirmed. Since the specific cause of the event cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however; an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for esophageal varices banding procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the handle was rotated and the band deployed however; the indicative click on the device could not be heard. Due to no sound, the physician deployed another band and the band was deployed onto the same varix. The speedband is designed to create and audible click to indicate release of a band, however the devices' failure to click had no effect on band deployment and the procedure was successfully completed with this speedband. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.